Event description:
Rep reported that the patient received a microsensor and was transported to CT. When the patient returned, and was hooked back up it did not work. They were not getting any readings of any kind. In addition, the rep noticed the wire insulation was thick, and thinner at different intervals.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.